Manufacturer narrative:
D10 - concomitants: 350-11-04 - tibial plate fb sz 4 lt: 6395668. 350-01-02 - talar implant sz 2 lt: 6706278. 350-10-04 - ankle sz 4 locking clip: 6624537. 350-21-62 - tibial insert fb sz 2 lt 12mm: 6143360. The reason for the clinical symptom of pain reported in cannot be conclusively determined and the event cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, images, and radiographs were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
As reported by the exactech vantage total ankle study, approximately 2 years and 6 months post the initial left total ankle replacement, and 2 weeks post their sinus tarsi injection, the patient returned for a follow up and states they did not get any pain relief, even temporarily, with the shot. The subject is mostly tender over the posterior tibial tendon. The patient was given a referral for consideration of open debridement and flexor digitorum longus tendon transfer. The outcome is considered to be continuing.